Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387, lot# unknown, product type: lead. Product ID: 7482, serial# unknown, product type: extension. Product ID: 64001, lot# unknown, product type: adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s disease. The patient experienced double vision sometimes when stimulation was delivered. The physician observed that the issue was not severe but was causally linked to the device. It was noted the double vision probably occurred because of stronger stimulation temporarily delivered by electromagnetic interference (emi) as two leads and adaptors were incompletely connected. The frequency was reprogrammed, but the issue was still unresolved. Surgical intervention to add another device was scheduled; however, reprogramming the device in constant current mode resolved the double vision. The surgery was canceled and no additional treatments/interventions were performed. No further complications were reported/anticipated.